Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous kinks in the hypotube. The balloon, markerbands, proximal bond and tip were microscopically examined. The device was pressurized with pressurized inert nitrogen. A small, circumferential tear approximately 1mm across was identified in the balloon wall, on the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). A 1.50mmx8mm apex¿ push balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). A 1.50mmx8mm apex¿ push balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported and the patient's status was stable.